Event description:
Cardinal health general laparoscopic/cholecystectomy pack, the blue sticky towels (4 max. Towel non absorbent) do not stick. They have the adhesive strip, but they do not stick at all. They can not be used for surgery. Multiple packs have had this issue, but so far only one pack has been saved.